Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 53 mg/dl. Customer alleged that the pump calculated a bolus of 0.5 units but bolus history showed a 9 unit bolus was delivered. Customer could not remember if the 9 unit bolus was manually entered but did not think it was. Review of pump history showed that a 9 unit bolus was manually entered. Low bg was addressed with glucose tablets. Customer was in a hurry and declined system check with tandem technical support. Multiple follow up attempts were made by tandem technical support; however, the customer did not respond. No additional information was provided.